Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found multiple internal insulation abrasions breaching all the lumens between the shock coils at 6.7 ¿ 7.4 cm, 8.2 ¿ 9.2 cm, 11.6 ¿ 14.2 cm and 15.2 ¿ 16.0 cm. All the etfe cable coatings and the ptfe liner were intact in these locations. An external insulation abrasion was also was found at 42.8 ¿ 43.1 cm from the distal tip breaching the non-functional cable lumen. The etfe cable coating in this location was intact. The cause of the external insulation abrasion was consistent with friction to the device can. Abbott is continuing to monitor this issue.

Event description:
This report is to advise of an event observed during analysis.